Event description:
It was reported that a coloplast device was removed due to unspecified reasons. A new tactra malleable penile prosthesis was implanted. No additional information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).